Event description:
It was reported that (12) devices were collected by the hosp from unknown procedures. It was reported by the affiliate that the tim20 devices were used on 5-6 pts and the hosp did not record any info related to individual cases. The affiliate reports that they thought the problem was clips falling out, but now feel that it is the scissor handles which are very difficult to squeeze. It takes so much force that it pushes the clips out before they are ready to apply them. There was no consequence to the pt. Only (3) of the (12) are being returned for analysis.